Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Invalid result. The user confirmed that they performed the test procedure correctly but their test cassette didn't produce a control (c) or test (t) line.

Manufacturer narrative:
This is the three hundred and eighty-second of the similar issue (covid-19 antigen home test, invalid result, and root cause unknown) during the past two years. Based on the reported qty. Of complaints and sales volume of the product in the last two years, the calculated complaint rate is (B)(4). So the frequency is remote. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation. Findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result. Invalid result. The user confirmed that they performed the test procedure correctly but their test cassette didn't produce a control (c) or test (t) line.